Manufacturer narrative:
A scheduled drg revision to address ineffective stimulation was reported to abbott. Surgery took place where an additional lead was implanted. No product was explanted. One lead was opened but not used. There was no issue with the unused lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which an additional lead was implanted. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9033164.

Event description:
It was reported patient experienced ineffective stimulation with their drg system. Surgical intervention may be pending to address this issue.